Event description:
It was reported that during use in a long sfa occlusion, the distal tip of the recanalization catheter separated from the outer catheter. During retraction of the catheter through the support sheath, the catheter got lodged. Both the catheter and sheath were removed as a single unit. There was no reported pt injury. No further treatment was performed.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.

Manufacturer narrative:
A mfg review could not be conducted as the investigation lot number is unk. The device was returned. The tip was examined under magnification (microscope 10x). The outer catheter and guidewire lumen were completely torn and separated from the distal metal tip. As a result of the material separation, the marker band was not aligned with the rest of the catheter. The core wire was intact and exposed for 0.5 cm. The edges of the separated outer catheter were jagged, possibly indicating that the catheter was subjected to excessive force. Bunching of the outer crosser catheter was observed at the strain relief. The investigation is confirmed for material separation and retraction issues, as the crosser was returned inside the support catheter and the condition of the returned sample indicated retraction issues. Per the event description, the distal tip separated from the outer catheter prior to being retreated into the support catheter. The reported retraction issues were likely caused by the separated distal tip of the crosser getting caught on the distal end of the sheath during retraction, as damage was observed to the distal end of the support catheter. However, the root cause for the distal tip separating from the outer catheter is unk. The current IFU states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinks or prolapse of the crosser catheter tip. Kinks or prolapse of the tip could cause catheter breakage and/or malfunction. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion.